Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use. The home patient (hp) stated this was the third time they had the alarm with these supplies, the hp had already cleared both system error 2240 and 2367 the technical service representative (tsr) explained alarm and the possible causes the hp was going to hold onto the used bags in case they need to be picked up. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The hp stated for this night they just ended therapy. The hp stated that they kept getting this alarm and called their nurse, and their nurse was the one that told them to call baxter. The hp stated they checked the setup, and did not notice anything unusual with them that could have caused this alarm. The hp stated that they no longer have the samples available, they have been discarded. The hp stated that they don't recall the lot numbers either. The hp stated they have not had this problem since then. They stated they did not need any medical intervention due to this alarm. The hp stated overall therapy is going fairly well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.